Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer blood glucose ranged from 180-380 mg/dl. Reportedly, the pump supplies were changed to address the occlusions, but the issue persisted. Customer reverted to another pump for insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified.